Event description:
The customer reported that the speaker is not alarming at a proper volume. It is unknown if the device produced sound at the time of the report. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to (B)(6) 2016, therefore no UDI. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Analysis was performed by a philips bench repair technician (brt). Diagnostic/functional testing was performed at the philips authorized repair facility. Results of the evaluation could not confirm the customer's alleged malfunction. The brt was unable to test the speaker in the unit. Speaker had sound in the mt56060 tool. Despite the speaker being confirmed to be functioning per specification during testing, it was confirmed the device produced diminished sound at the time, of the report. The speaker has been replaced per current process. The unit was returned to the customer. Based on the information available and the testing conducted, the evaluation could not confirm the customer's alleged malfunction, the unit produced sound. The reported problem was not confirmed. If additional information is received, the complaint file will be reopened for further investigation.